Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was unable to duplicate the issue. Transducer fault was noted as well as o2 (oxygen) calibration and o2 (oxygen) was out of range. It was noted that the unit was set for 100 ft. And was corrected to the proper altitude of 500 feet. (O2) oxygen calibration was performed and the unit was checked. It meets the company specifications.

Event description:
The customer reported that xdcr (transducer) fault occurred on the vela ventilator during start-up. The customer confirmed that there was no patient involvement associated with the reported event.